Event description:
It was reported that the device reached elective replacement indicator possibly early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device longevity calculation equals 86% and the battery depletion curve equals 97%. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Product performance information was also received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Concomitant products: 6935 implantable tachy lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2005; 310f29 tissue valve (B)(6) 2010. (B)(4).